Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The suction value was out of the standard because the channel tube was broken the angulation to the right was out of the standard due to wear of the angle wire. There was a gap in the adhesive of the bending section rubber. There was a leakage from the bending section rubber due to a pinhole. The angulation of the guide wire was out of the standard due to wear of the elevator wire. The angulation of the forceps elevator wire was out of the standard due to the broken elevator wire. There was a leakage from the channel due to a broken channel tube. According to the device inspection result, a leakage from the channel was confirmed, which can cause the reported event. Similar events have occurred in the past at the user facility. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, it is possible that moisture infiltrated into the device from the leak point caused the internal parts of the light guide lens to corrode, and the products due to the corrosion remained inside the light guide lens as dirt. The instruction manual provides preventive measures against the reported failure mode. Therefore, the reported event can be prevented and detected by handling the device according to the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the inside of the light guide lens was dirty. There was no report of patient injury associated with the event.